Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on 11/8/2013, she activated a new pod. On the second day (B)(6) at 1:56 pm her blood glucose was reading 383 mg/dl so she gave herself a manual injection of 12 units of insulin. The pod was deactivated and discarded. Upon removal, she noticed the cannula was bent.